Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a loose contact and image loss. No negative impact in state of health reported. There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer, "loose connection/image failure" could be confirmed. The most probable root cause is mechanical damage due to regular usage of the camera head. The cable is always in movement when in use, consequently a defect could occur any time. After 1814 working hours it is not unnormal that the cable breaks. The IFU is stating that the product should check for functionality, damage, change of the surface and completeness before each use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints. No trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).